Event description:
Information received by medtronic stated that the insulin pump had an issue with labeling anomaly. Customer stated that the labeling stickers was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue use of the devise.

Manufacturer narrative:
Retainer ring=black on (B)(6) 2021 customer called in with the following concern: missing battery cap metal contact and faded serial number label. Pump received with constant critical pump error alarm/open book image after battery installation. After pressing back arrow and down arrow buttons to allow access to download unit persisted on alarming critical pump error. Unable to download on (crest software) and (thus software). Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Unit was cut open and perform a visual inspection. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on pcb1 and pcb2 not giving access to download. After brushing with ipa isopropyl alcohol and restocking electronics and unit remained on critical pump error alarm. Unit received with missing battery cap metal contact, cracked case(battery tube), cracked battery tube threads and faded serial number label. In conclusion, customer allegations are confirm during visual inspection, missing battery cap metal contact and faded serial number label. In addition unit was received with constant critical pump error alarm. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.